Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg had flipped. The patient underwent a revision wherein the ipg was adjusted and remains implanted. The patient was doing well postoperatively.